Event description:
It was reported that during servicing of a flo-gard infusion pump, the disc pole clamp was damaged. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the damaged disc pole clamp is unknown. To correct the condition, the clamp pressing plate was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.